Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue without recurrence. The customer was able to continue using the pump and was advised to reload the cartridge and resume insulin. The caller was instructed to reach out again if any malfunction codes reappeared, and they acknowledged and understood the guidance.